Manufacturer narrative:
Review of customer camera images shows that there were many bubbles seen in the wells after the liss/ sample addition step. The bubbles were not present when the sample testing was repeated. Review of labeling: as per the galileo operator manual: inspect all reagents and controls for the presence of foam before placing on the instrument. Do not vigorously agitate blood grouping anti-sera or controls. Shaking will produce foam in the vial that can cause the liquid level detection (lld) feature of the pipetting system to aspirate foam rather than reagent. This will produce incorrect results or an error. Customer has new probe adaptor and is going to change out the probe adaptor for sample probe #2. New sample probe sent to customer for replacement of sample probe 2. Customer does not have any remaining sample to return for testing. Cannot rule out sample condition as a cause for this error. Cannot rule out if a clot had been present in the system from a previous sample and had contributed to the bubbles seen. Cannot verify whether or not the pbs container had run out of pbs or if it had been refilled prior to the sample running. Instrument is operating as expected and no other errors of this nature have occurred.

Event description:
Customer reported that patient sample was tested for the 2 cell screen on the galileo on and resulted as negative. This was a sample from a patient with a known positive antibody screen with anti-d.